Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pain/hurt"), vitamin d deficiency ("vitamin d deficiency"), urine odour abnormal ("odd smelling pee"), adverse reaction ("side effects"), contusion ("bruises") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (full hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, pelvic pain, vitamin d deficiency, urine odour abnormal, adverse reaction and contusion outcome was unknown. The reporter considered adverse reaction, blepharospasm, contusion, medical device removal, pelvic pain, urine odour abnormal and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: vitamin d deficiency and urine odour foul, bruise . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received. New event eyelid twitching was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pain/hurt"), vitamin d deficiency ("vitamin d deficiency"), urine odour abnormal ("odd smelling pee"), adverse reaction ("side effects") and contusion ("bruises"). The patient was treated with surgery (full hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, pelvic pain, vitamin d deficiency, urine odour abnormal, adverse reaction and contusion outcome was unknown. The reporter considered adverse reaction, contusion, medical device removal, pelvic pain, urine odour abnormal and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: vitamin d deficiency and urine odour foul, bruise. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events hysterectomy and side effects were added. Reporter added. On 23-mar-2020: content from plaintiff fact sheet: reporter added. On 23-mar-2020: social media received: event bruises added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.